Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2009, it was reported the pt's device "didn't work anymore." It was stated the pt tried changing the batteries in their pt programmer with no success. It was later reported the pt had a new device system implanted on (B)(6) 2010. The details of the procedure, the info on the explanted device, and a pt outcome were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.